Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A field service engineer rebooted the refrigerator to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator which was not detected on the communication bus. The customer stated that they were unable to open the door, and the issue persisted even after rebooting the device. There was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.